Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized one day after onset of the event. The cause was unknown. The patient was treated with vancomycin (once in every five days, dose and route not reported) and gentamicin (daily, dose and route not reported) but treatment was switched to linozid (dose, frequency and route was unknown). The patient's hospitalization was ongoing at the time of this report and the patient had not recovered from the event. Six days after event onset, the patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. Additional information is not available.